Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break to the barewire tip was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported barewire coil damage was likely due to circumstances of the procedure. It is likely that the stretched tip coils occurred due to interaction with the jetstream device, or anatomy during removal. Reportedly, outside of the patient, the physician pulled on the tip, causing the tip to separate. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional barewire emboshield device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified superficial femoral artery. When the barewire was removed from the package, it was noted the tip coils were stretched [unraveled] therefore the wire was not used. A second barewire was advanced with the emboshield nav6 embolic protection system (eps) to the peroneal artery, the filter was deployed in the popliteal artery, and then a jetstream device was used. After the filter was retrieved and the eps removed from the patient, it was noted the tip coils of the barewire were unraveled and very stretched out. The physician pulled on the tip of the wire and it separated from the body of the wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.